Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 600 mg/dl range. During troubleshooting with tandem technical support it was found that the pump time was inaccurate. Reportedly, the customer forgot to adjust the pump time for daylight savings. In addition, it was reported that the customer received an occlusion alarm. Customer changed out all the pump supplies to resolve the occlusion alarm. Customer reverted to manual injections to address elevated bg levels. Customer stated they will be meeting with their health care professional regarding the reported issue.